Event description:
It was reported that the device exhibited noise episodes on the atrial and ventricular channels. The physician elected to monitor the atrial and ventricular leads and decided to explant and replace the device. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.